Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic region pain") in a 28-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, cholesterol levels raised, multiple allergies, gestational diabetes, heart murmur, carpal tunnel release from (B)(6) 2014 to (B)(6)2014, infection, heart murmur, hypertension and rheumatoid arthritis. Concomitant products included bupropion since (B)(6), cetirizine since (B)(6), ibuprofen, losartan since (B)(6) and pravastatin sodium since (B)(6). On (B)(6)2010, the patient had essure inserted. In may (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6)2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6), the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), amnesia ("neurological conditions or problems type: memory loss"), syncope ("neurological conditions or problems type: fainting"), disturbance in attention ("neurological conditions or problems type: difficulty concentrating"), dizziness ("neurological conditions or problems type: dizziness") and vaginal discharge ("vaginal discharge"). In (B)(6), the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, amnesia, disturbance in attention, dizziness, depression, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, syncope, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, syncope, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in(B)(6): total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, depression. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, neurological conditions or problems type: memory loss, fainting, difficulty concentrating, dizziness, psychological or psychiatric problems condition: depression, vaginal discharge, fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, weight gain / loss specify which one: weight gain, abdominal pain. Lab data, concomitant drug, reporter information, aka name, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region pain') and syncope ('neurological conditions or problems type: fainting') in a 28-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release from (B)(6) 2014, obesity, hypertension, cholesterol levels raised, multiple allergies, gestational diabetes, heart murmur, infection, heart murmur, hypertension, rheumatoid arthritis, gravida ii and parity 2. Concurrent conditions included gestational diabetes mellitus. Concomitant products included bupropion since 2010, cetirizine since 2014, hydrochlorothiazide;losartan since 2013, ibuprofen, medroxyprogesterone acetate (depo provera) and pravastatin sodium since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), amnesia ("neurological conditions or problems type: memory loss"), syncope (seriousness criterion medically significant), disturbance in attention ("neurological conditions or problems type: difficulty concentrating"), dizziness ("neurological conditions or problems type: dizziness") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, amnesia, disturbance in attention, dizziness, depression, vaginal discharge, fatigue, weight increased and abdominal pain outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, syncope, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, syncope, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: there is complete occlusion of the cornual portion of both fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, depression, migraine, headaches". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of product technical complaint. After internal review, listedness for event syncope was amended. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region pain'), syncope ('neurological conditions or problems type: fainting'), post procedural haemorrhage ('I began bleeding orangish red yesterday') and metal poisoning ('metal poisoning symptoms') in a 28-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release from (B)(6) 2014 , obesity, hypertension, cholesterol levels raised, multiple allergies, gestational diabetes, heart murmur, infection, heart murmur, hypertension, rheumatoid arthritis, gravida ii and parity 2. Concurrent conditions included gestational diabetes mellitus. Concomitant products included bupropion since 2010, cetirizine since 2014, hydrochlorothiazide;losartan since 2013, ibuprofen, medroxyprogesterone acetate (depo provera) and pravastatin sodium since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue/tired"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), amnesia ("neurological conditions or problems type: memory loss"), syncope (seriousness criterion medically significant), disturbance in attention ("neurological conditions or problems type: difficulty concentrating"), dizziness ("neurological conditions or problems type: dizziness/lightheadedness ") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), meniscus injury ("ER says meniscal tear"), post procedural haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in my leg and arms"), muscle spasms ("cramp feeling in the calf part of my leg"), metal poisoning (seriousness criterion medically significant), breast pain ("breast sore for over a week"), arthralgia ("she pressed down near my left hip bone it hurt bad"), nerve compression ("pinched nerve"), bladder pain ("my bladder fills during the night I get a stabbing pain on the right side"), adnexa uteri pain ("left ovary area pain"), hyperaesthesia teeth ("sensitive teeth"), mood swings ("mood swings"), hypoaesthesia ("numbness") and vomiting ("vomiting") and was found to have cardiac murmur ("heart murmur") and hepatic enzyme increased ("essure had elevated liver enzymes "). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, amnesia, disturbance in attention, dizziness, depression, vaginal discharge, fatigue, weight increased, abdominal pain, meniscus injury, cardiac murmur, post procedural haemorrhage, paraesthesia, muscle spasms, metal poisoning, breast pain, arthralgia, nerve compression, bladder pain, hepatic enzyme increased, adnexa uteri pain, hyperaesthesia teeth, mood swings, hypoaesthesia and vomiting outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, syncope, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amnesia, arthralgia, bladder pain, breast pain, cardiac murmur, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hepatic enzyme increased, hyperaesthesia teeth, hypoaesthesia, meniscus injury, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, nerve compression, paraesthesia, pelvic pain, post procedural haemorrhage, syncope, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: there is complete occlusion of the cornual portion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, depression, migraine, headaches". Concerning the injuries reported in this case, the following ones were reported via social media-tingling in my leg, I began bleeding orangish red yesterday¸ heart murmur, ER says meniscal tear, cramp feeling in the calf part of my leg, metal poisoning symptoms, she pressed down near my left hip bone it hurt bad, breast sore for over a week, my bladder fills during the night I get a stabbing pain on the right side, pinched nerve, essure had elevated liver enzymes, left ovary area pain, sensitive teeth, mood swings, vomiting, numbness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received- new events tingling in my leg, I began bleeding orangish red yesterday¸ heart murmur, ER says meniscal tear, cramp feeling in the calf part of my leg, metal poisoning symptoms, she pressed down near my left hip bone it hurt bad, breast sore for over a week, my bladder fills during the night I get a stabbing pain on the right side, pinched nerve, essure had elevated liver enzymes, left ovary area pain, sensitive teeth, mood swings, vomiting, numbness were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region pain') in a 28-year-old female patient who had essure (batch no. 686082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release from (B)(6) 2014, obesity, hypertension, cholesterol levels raised, multiple allergies, gestational diabetes, heart murmur, infection, heart murmur, hypertension, rheumatoid arthritis, gravida ii and parity 2. Concurrent conditions included gestational diabetes mellitus. Concomitant products included bupropion since 2010, cetirizine since 2014, hydrochlorothiazide;losartan since 2013, ibuprofen, medroxyprogesterone acetate (depo provera) and pravastatin sodium since 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue/tired"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), amnesia ("neurological conditions or problems type: memory loss"), syncope ("neurological conditions or problems type: fainting"), disturbance in attention ("neurological conditions or problems type: difficulty concentrating"), dizziness ("neurological conditions or problems type: dizziness/lightheadedness ") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), meniscus injury ("ER says meniscal tear"), post procedural haemorrhage ("I began bleeding orangish red yesterday"), paraesthesia ("tingling in my leg and arms"), muscle spasms ("cramp feeling in the calf part of my leg"), metal poisoning ("metal poisoning symptoms"), breast pain ("breast sore for over a week"), arthralgia ("she pressed down near my left hip bone it hurt bad"), nerve compression ("pinched nerve"), bladder pain ("my bladder fills during the night I get a stabbing pain on the right side"), adnexa uteri pain ("left ovary area pain"), hyperaesthesia teeth ("sensitive teeth"), mood swings ("mood swings"), hypoaesthesia ("numbness") and vomiting ("vomiting") and was found to have cardiac murmur ("heart murmur"), hepatic enzyme increased ("essure had elevated liver enzymes") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, amnesia, disturbance in attention, dizziness, depression, vaginal discharge, fatigue, weight increased, abdominal pain, meniscus injury, cardiac murmur, post procedural haemorrhage, paraesthesia, muscle spasms, metal poisoning, breast pain, arthralgia, nerve compression, bladder pain, hepatic enzyme increased, adnexa uteri pain, hyperaesthesia teeth, mood swings, hypoaesthesia, vomiting and vitamin d decreased outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, syncope, abdominal distension and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amnesia, arthralgia, bladder pain, breast pain, cardiac murmur, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hepatic enzyme increased, hyperaesthesia teeth, hypoaesthesia, meniscus injury, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, nerve compression, paraesthesia, pelvic pain, post procedural haemorrhage, syncope, vaginal discharge, vaginal haemorrhage, vitamin d decreased, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: there is complete occlusion of the cornual portion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain, depression, migraine, headaches". Concerning the injuries reported in this case, the following ones were reported via social media-tingling in my leg, I began bleeding orangish red yesterday¸ heart murmur, ER says meniscal tear, cramp feeling in the calf part of my leg, metal poisoning symptoms, she pressed down near my left hip bone it hurt bad, breast sore for over a week, my bladder fills during the night I get a stabbing pain on the right side, pinched nerve, essure had elevated liver enzymes, left ovary area pain, sensitive teeth, mood swings, vomiting, numbness, vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event extremely low vitamin d added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.